Event description:
Literature was reviewed regarding "four-lead deep brain stimulation for multifocal drug-resistant epilepsy: surgical safety profile and preliminary effectiveness." Multiple manufacturer¿s devices were implanted in the study population. The following medtronic devices were used: activa pc+s, intellis, primeadvanced, summit rc+s, percept rc. Reported events: one patient (f, 33) had a fractured right anterior thalamic nucleus (ant) lead due to presumed trauma and was replaced in 2017. One patient (f, 19) initially experienced benefit but 4 years later, elected to have the system explanted in 2021 due to dissatisfaction with seizure control and intolerable stimulation side effects. Three patients experienced transient neurological deficits. Neurological deficits included minor facial weakness in 2 patients and mild worsening of baseline hemiparesis, all of which resolved within a week without intervention. Two patients required intraoperative lead repositioning. One patient (m, 20) required lead repositioning and experienced intraventricular bleeding without hydrocephalus. One patient (f, 32) had one ant lead replaced intraoperatively after deflecting into the adjacent lateral ventricle. Postoperative CT demonstrated effective lead placement. The patient had a cluster of seizures postoperatively but otherwise had an unremarkable postoperative recovery.

Manufacturer narrative:
Peters, p. A., zhou, r., singh, r., gregg, n. M., worrell, g. A., lundstrom, b. N., miller, k. J., <(>&<)> van gompel, j. J. (2026). Four-lead deep brain stimulation for multifocal drug-resistant epilepsy: surgical safety profile and preliminary effectiveness. Journal of neurosurgery, 144(4), 767-778. Https://doi.org/10.3171/2025.8.jns251288 a2. This value is the average age of the patients reported in the article as specific patients could not be identified. A3. This value reflects the sex or gender of the majority of the patients reported in the article as specific patients could not be identified. B3. Please note that this date is based off of the date of publication of the article as the event dates were not provided in the published literature. B5. It was not possible to ascertain specific device information from the article or to match the events reported with previously reported events. Correspondence has been sent to the author of the article inquiring about individual patient information and additional information regarding the reported events. D10. Section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown; product ID: 97715, serial/lot #: unknown; product ID: neu_ins_stimulator, serial/lot #: unknown; product ID: neu_unknown_lead, serial/lot #: unknown; product ID: neu_unknown_lead, serial/lot #: unknown; product ID: neu_unknown_lead, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.